Event description:
It was reported that during patient use, the ventilator was found to have missing or broken universal serial bus (usb) ports. The patient was reported to have been removed from the device and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer complaint of a broken usb port was verified by the failure investigator. The unit was repaired and returned.